Manufacturer narrative:
Occupation is patient/consumer. The meter and the test strips were requested for investigation. The products have not been received at this time. If the products are returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2023 at 11:30 a.m. Or 11:45 a.m., the patient had a laboratory result of 1.8 inr. The meter result at 1:44 p.m. Was 2.7 inr or 2.8 inr. The patient's warfarin dose was changed based on the meter result. The patient's therapeutic range was 2.5-3.0 inr and the interval of testing is every week.

Manufacturer narrative:
Section b6 was updated. It was clarified that the time of the laboratory measurement on (B)(6) 2023 was 11:30 a.m. It was clarified that the meter result on (B)(6) 2023 was 2.7 inr.